Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1075955. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based onthe description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. High pressure test for the retain sample from same lot, test the pressure is 514psi and no loose septum.

Event description:
It was reported 2 bd pegasus bl had the adaptor septums detach. The following information was provided by the initial reporter, translated from chinese: "the septum popped out during high pressure angiography".

Event description:
It was reported 2 bd pegasus bl had the adaptor septums detach. The following information was provided by the initial reporter, translated from chinese: "the septum popped out during high pressure angiography"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.